Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump delivered a bolus twice. Review of the pump data logs verified that both bolus requests had been requested and delivered by the customer. However, the customer requested the second bolus prior to the insulin on board (iob- active insulin in the body) displaying the amount of units delivered from the initial bolus. Therefore, the second bolus did not take into account the updated iob and adjust the recommended bolus amount. Blood glucose was 161 mg/dl. Reportedly, the customer had an alternate method of insulin delivery available.